Manufacturer narrative:
This supplemental report is being submitted to provide a correction to "fy24-osta-14" was inadvertently submitted on the previous submission; however, there is no entry at this time and the field should remain blank.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A nurse reported to olympus that during a laparoscopic hysterectomy, one to the jaws of this cutting forceps broke and fell into the patient's abdomen. The broken part was recovered from the patient's body but lost during cleaning for expertise. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the jaw was confirmed to be broken off; however, the jaw piece was not returned to examine. A review of the device history record found there was no indication that manufacturing procedures could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the issue was found to be linked to a specific jaw lot. A CAPA (CAPA-201438) was opened, and a stop shipment was initiated due to the investigation findings. This supplemental report includes a correction to d9 and h3 from initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.